Manufacturer narrative:
(B)(4). Concomitant medical products: cat: 113032, lot: j7347703 ,versa-dial 42x18x46 hum head, cat: 118001, lot: j7252716, versa-dial/comp ti std taper. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00050.

Event description:
It was reported that the patient was revised due to disassociation of baseplate and poly. Further, the surgeon also stated that the post was sheared off. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures. Visual examination of the provided photograph identified that the liner post appears to be fractured and wear is noted from use. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
This event will be further reported under the correct MFR# 1825034. The previous reports were forwarded in error and should be voided.

Manufacturer narrative:
This event will be further reported under the correct MFR# (B)(4). The previous reports were forwarded in error and should be voided.